Event description:
It was reported that the patient's right ventricular and right atrial leads were capped and replaced on (B)(6) 2007 due to unspecified anomaly. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.